Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't properly form. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).